Event description:
During an operative procedure to repair an eye trauma, the valve connecting the nitrogen source to a vitrectomy machine failed. The delay ultimtely may have impacted the patient losing his eye.